Event description:
It was reported through the research article titled ¿subcutaneous implantable cardioverter-defibrillator noise following left ventricular assist device implantation¿ that heartmate 3 (hm3) may be related to electromagnetic interference with implantable cardioverter defibrillator (ICD). This was a retrospective study of patients implanted with hm3 and who had pre-existing icds from january 2005 to december 2020. A total of three hm3 patients experienced electromagnetic interference. The patient in case #3 of the research article was implanted with a heartmate 3 two years after ICD implantation. Upon interrogation in the immediate postoperative period, noise was found to be present in all three vectors, necessitating s-ICD therapy to be programmed off. Noise persisted during subsequent follow-ups, so s-ICD therapy was programmed permanently off. Specific patient information and device serial number was unknown.

Manufacturer narrative:
Section a1, 3-6: information not available. Section b3: date of event has been entered as 01dec2020 since the data were collected from patient implanted between january 2005 and december 2020. Section b5: case #1 from the research article was reported under manufacturer reference number: 2916596-2023-07918 and case #2 was reported under related manufacturer reference number:2916596-2023-07997. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of available information. Section d1, brand name: corrected. Section d4, model number: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas) and the report of therapy interference could not be conclusively established through this evaluation. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. No product was evaluated under this complaint. The heartmate 3 lvas IFU, rev. C, is currently available. Section 1 "introduction", section 5 "surgical procedures", and section 6 "patient care and management", warn the user: the heartmate 3 pump may cause interference with implantable cardiac defibrillators (icds). If electromagnetic interference occurs, it may lead to inappropriate ICD therapy. The occurrence of electromagnetic interference with ICD sensing may require adjustment of device sensitivity and/or repositioning the lead." Sections 5 and 6 additionally state that prior to implanting an implantable cardiac defibrillator or implantable pacemaker (ipm) in a heartmate 3 patient, the device to be implanted should be placed in close proximity to the pump (approximately 10 cm) and the telemetry verified. If a patient receives a heartmate 3 and has a previously implanted device that is found to be susceptible to electromagnetic interference which could affect programming, abbott recommends replacing the ICD or implantable pacemaker (ipm) device with one that is not prone to programming interference. Section c, "safety testing and classification", states that the heartmate 3 left ventricular assist system can generate, use, and radiate radio frequency energy and, if not installed and used in accordance with the instructions, may cause harmful interference to other devices in the vicinity. However, there is no guarantee that interference will not occur in a particular installation. If this equipment does cause harmful interference to other devices, the user is encouraged to try to correct the interference by reorienting or relocating the equipment, increasing the separation between the equipment, or consulting abbott for assistance. The heartmate 3 design meets all electromagnetic (emc) requirements as outlined in this section. No further information was provided. The manufacturer is closing the file on this event.